Event description:
On (B)(6) 2011, limited information was reported by (B)(4), lifecell distribution partner, as follows: "device eating the cuff away". Date of procedure and lot number of lifecell device are unknown.

Manufacturer narrative:
Method (to be specified): review of limited information reported to lifecell. Results: based on information available, there is serious injury, with medical/surgical intervention required; relationship between device and event was not confirmed. Conclusion: [no conclusions can be drawn]. Event is reported due to lack of information available. Lifecell requested that (B)(4) obtain further information. No information has been provided to date. Lifecell will file a follow-up report if new information is received.